Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer could not connect the sensor to the device. Electrode was missing after the sensor was removed. Customer's blood glucose was unknown. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor. Unable to confirmed that the customer received the sensor in said condition due to the product being returned opened/used. Inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. The introducer needle passed per specifications.